Event description:
It was reported that this patient's right hip was revised due to chronic dislocations. The patient told the doctor that her current dislocated hip was her third dislocation. Her depuy hip had been previously revised elsewhere. During that procedure, it appears that her primary duraloc liner was replaced by a duraloc constrained liner, based upon her current components. During this particular dislocation. The outer locking ring of the constrained liner had become separated from the liner and the femoral head had become dislocated from the liner. During this particular revision procedure, the duraloc cup, liner and locking ring were removed and replaced by a larger stryker acetabular cup. The depuy 32mm large taper metal femoral head was replaced by a depuy 36mm large taper metal femoral head. The patient's aml did not need to be replaced. Doi: unknown, dor: (B)(6) 2022, affected side: right hip.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: visual analysis of the returned sample 124212527/duraloc const liner 52x32 exhibited that the locking ring and poly liner were separated. However, observations on the poly liner denoted considerable damage to inner groove's edge where locking ring gets fitted. Mentioned damages to inner edge were not possible to be created if locking ring was placed on liner's groove, therefore, it could be concluded that a disassociation of the ring occurred. Based on provided information, it is not possible to confirm a dislocation event among liner and femoral head. Additionally, mentioned damages to inner edge were not possible to be created if locking ring was placed on liner's groove. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.